Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging device hot to touch, had buring smell, strange odor and wont turn up on a ds2adv auto CPAP device. Medical intervention was not specified. The ds2adv auto CPAP was returned to the manufacturer's product investigation laboratory for investigation. The device was supplied power supply, ac power cord and observed no power. An internal and external investigation of the device was completed by the manufacturer and found iso port had white dust-like contamination in it. Iso port had potential mineral deposits in it indicating possible water ingress. Iso port had potential insect infestation. Iso port deformed from thermal event. Heater plate had dust-like contamination, possible insect infestation and possible mineral deposits. Inlet/outlet seal had white and brown dust-like contamination on it. Possible thermal events across the back of the pca (printed circuit assembly) at q2. Potential mineral deposits on top of pca indicate possible water was on the pca. Potential insect infestation on top of the pca. Ui panel discolored underneath from thermal event. Dust-like contamination and potential insect infestation on the blower motor. Potential corrosion on blower motor¿s brass nut indication possible water ingress. Dust-like contamination and potential insect infestation at the air inlet of the blower box. Dust-like contamination and potential insect infestation in the blower box. Potential mineral deposits on and inside blower motor and blower box indicate possible water ingress. Dust-like contamination and potential insect infestation in the bottom enclosure. Dust-like contamination and potential insect infestation on the heater plate spring and on the bottom enclosure under the heater plate spring. Potential mineral deposits and insect infestation inside the water tank. The source of contamination was most likely external to the device. The manufacturer was able to confirm the complaint of device won't turn on, possible thermal event. Additionally, the device was scrapped.